Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record. Device history lot. Part: 03.010.486. Lot: 8797557. Manufacturing site: hägendorf. Release to warehouse date: 04.march.2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Background: it was reported on an unknown date, a radiolucent insertion handle for expert nails was found out at service and repair with a tag stating it will not fit past hole. The device was found to not have any information as to who sent it and where it came from. There is no patient involvement. This complaint involves one (1) device. Investigation flow: device interaction/ functional. Visual inspection: the radiolucent insertion handle for expert nails/100 mm (p/n: 03.010.486, lot # 8797557) was returned and received at us cq with a note on the distal hole used to secure the aiming arm, for titanium cannulated tibials nails-ex. Upon visual inspection, it was observed that there was a bump on the alleged hole caused due to dowel pin pushed too far in. No other issues were identified with the returned components of the device. Functional test: no functional test was performed as the insertion handle was returned by itself. Unable to perform. Dimensional inspection: dimensional analysis was performed on the returned device. Document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. The device received failed in dimensional inspection. Hence conforming the allegation. Investigation conclusion the complaint condition is confirmed for the radiolucent insertion handle for expert nails/100 mm (p/n: 03.010.486, lot # 8797557) as there is bump on the distal hole of the insertion handle used to secure the aiming arm, which could have contributed to the complaint condition. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Potential cause could be due to unintended forces applied on the dowel pin of the alleged hole. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, a radiolucent insertion handle for expert nails was found out at service and repair with a tag stating it will not fit past hole. The device was found to not have any information as to who sent it and where it came from. There is no patient involvement. This report is for 1 of 1 for (B)(4).